Event description:
New information received notes that the complete system was explanted and replaced. Insulation damage was noted on the right atrial and right ventricular lead due to sutures were found to be tied directly onto the lead body instead of suture sleeves. No physical damage was noted on the left ventricular (lv) lead. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06368; 2938836-2020-06369 . It was reported that patient presented in clinic complaining about inappropriate shocks over past few days. The interrogation revealed damage on all three leads. The patient had first ventricular fibrillation episode on (B)(6) 2020 when right ventricular (rv) lead noise algorithm withheld therapy. It then continued to withheld therapy over next couple of weeks. Then the noise algorithm turned itself to passive. From (B)(6) 2020, the patient received shocks which were either aborted or ineffective due to presumed shorting. Oversensing, low high voltage and low pacing impedance was also noted on the rv lead. Noise was noted on both left ventricular (lv) and right atrial (ra) lead. Both lv and ra exhibited low impedance values. Programming changes were made. Couple of days later, echocardiogram was performed which exhibited 15% of ejection fraction (ef). Lead revision was discussed. The patient was stable.